Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was not able to close the cuff of the artificial urinary sphincter (aus), the patient experienced urethral atrophy. The 10 years aus was removed and upon removal a hole was observed in the cuff. A new aus was implanted. The procedure was successfully completed.